Event description:
It was reported the patient was feeling the stimulator stop and start and they were feeling a ¿modulation sensation¿. It was noted that this issue was making the patient feel nauseous and dizzy. The event began on (B)(6) 2014 and the symptoms gradually started. The stimulator was fully charged and the stimulation was turned on, the patient has not had any falls or traumas and had not had any exposure to strong electronics or magnets. The patient noted increasing their stimulation on (B)(6) 2014 and it did not correct the issue.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).